Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure in 2018 and suture was used. During the procedure, the suture came out of the needle. It pulled off. There were no adverse patient consequences. No additional information was available.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/25/2018 evaluation: an opened foil, a detached needle and a suture not dispensed, paper folder of product were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected. The barrel hole was examined under magnification for suture remnant and none was noted. The suture was not dispensed of paper folder. The thread was examined and short insertion could be observed in the swage end, resulting in the needle pull off. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance - pull off suture needle is a short insertion defect.